Event description:
It was reported that during an emergent percutaneous transluminal coronary angioplasty procedure, with the pt presenting in an acute myocardial infarct, the balloon catheter ruptured and created a spiral dissection. Three stents were placed to successfully cover the dissection. Reportedly no other complications occurred.

Manufacturer narrative:
Evaluation summary: quality assurance analysis of the returned device revealed a pinhole rupture in the balloon. Scratches were noted around the rupture location. Quality engineering has determined these findings are consistent with a rupture due to mechanical damage to the balloon material. The cause of the scratches could not be determined. As part of co's quality control process all acs rx lifestream catheters are pressure tested prior to packaging & are visually inspected for damage to verify balloon integrity. Additionally, samples from each lot are tested to failure to evaluate the rated burst pressure. Quality assurance will continue to monitor for this type of product issue. This MDR is considered closed by the quality assurance department.